Event description:
Evaluation revealed a force sensor issue. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). Evaluation revealed the force sensor flex pins were found to be partially disconnected from the force sensor socket. The insulin pump history did not reveal any primed warning. After pump was exercised for 24 hrs., a pump not primed warning occurred. The contrast and down arrow button respond to presses intermittently; all other buttons respond to presses appropriately. The keypad was removed and adhesive was found under the button contacts.